Event description:
It was reported that during a stapled hemorrhoidectomy procedure, after closing the knob to the end, waiting 30 seconds and firing, no crunch sound was heard. The firing trigger was held and exert extraordinary great force to squeeze, not successful after few attempts, finally the surgeon released a trigger slightly and squeezed with a great force to fire, finally completing the firing. There was not reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.